Event description:
Reporter indicated that pt was suffering from very bad muscle spasms in their neck and back. It was reported that when the spasms occur, the pt's face droops. The pt was reported to be experiencing ear pain, but stated that it was not painful. The spasms occur roughly four times a week and they last for hours. The pt has been seen in the emergency room numerous times because they were so bad. The pt is reported to have a 50% seizure reduction with the vns. The pt does experience voice alteration when the device is stimulating. The pt reported taht they have had the spasms since implant, but they have gotten progressively worse. The pt did not have spasms prior to the vns implant. The pt reported that the physician did not want to decrease their settings for fear of losing seizure control. The pt requested that the manufacturer not contact pt's physician.